Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a lighttrail tractip laser fiber was used in a laser lithotripsy procedure for a stone treatment in the kidney performed on (B)(6) 2022. The laser unit used was an auriga xl laser console with the laser settings of 15 hertz. During the procedure, the laser fiber tip was noted to have a crack end. There were a couple of lines of light observed about 5 mm from the fiber tip. No fiber fragments fell inside the patient. The procedure was completed with another lighttrail tractip laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.